Event description:
In 2004, patient was found dead at home. The site was informed of the pt's death by the spouse, and no further information is forthcoming. An autopsy was not performed.

Event description:
Clinical study. It was reported 4 months after a coronary drug eluting stenting treatment procedure, the pt expired. Additional information has been requested.

Event description:
It was further reported 136 days after a coronary drug eluting stenting treatment procedure on the left anterior descending artery (lad), the pt expired. During the initial procedure, the physician did not predilate the lesion. The physician then deployed a taxus express2 3.5 x 16 mm drug eluting stent in the lad. The lad has a reference diameter of 4.0. The lesion was post dilated. The cause of a death is unk.